Event description:
Customer reported an altitude alarm had occurred on pump. There was no adverse impact to customer's blood glucose level. Technical support instructed customer to clean speaker holes and attempt various troubleshooting steps, including replacing the cartridge. Customer followed instructions, and pump resumed normal operations without recurring alarms. Original cartridge was identified as not venting properly, which was acknowledged by customer.